Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the jaw cover was found to have tearing. Tears measure from .023¿ to .317¿ in length. There are signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, synchroseal cover was torn. The customer used a backup synchroseal instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.